Event description:
The customer reported a corneal burn occurred. No intervention has been reported. Pt outcome was not provided. Add'l info has been requested, and the facility had agreed to complete the questionnaire, but it has not been returned to date.

Manufacturer narrative:
Following this event, a co rep attended surgery (four cases on this unit) in 2008, and there were no problems. The rep also checked the sys, and found it to meet specifications, but ordered a footswitch replacement because there was no right horizontal switch. This is unrelated to the pt event reported. Corneal burn is an issue that is occasionally reported with cataract surgery. According to the ecri health devices, hazard update: scleral and corneal burns during phacoemulsification, nov. 1996, vol 25, no. 11: 426-431, most corneal burns can be traced to issues related to surgical technique and not to mfg equipment. A letter and copy of this industry article was provided to the customer. This report mailed in the FDA on: 02/27/2008.